Event description:
Home health nurse regarding pump issues. Pump is not working showing restore data/please wait/ long beep now showing system timeout and none of the buttons are working. Attempted to troubleshoot with nurse by replacing batteries, double checking tubing, hitting pause, will need to replace pump. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number ¿ (B)(6).